Manufacturer narrative:
It was reported that a patient developed a stage 2 sacral pressure injury (pi) that progressed to a stage 3 while on the totalcare bed. Medical intervention included mepilex with silvercel dressing to the sacrum. The patient is a 73-year-old female, weighing 105 kg., admitted for a non-st-elevation myocardial infarction with a medical history of diabetes mellites, hypertension, coronary artery disease, and morbid obesity. There were no pre-existing pis upon admission and the reported pi was noted by the facility approximately 14 days after being placed on the device. The customer states the patient was on every 2-hour turning protocol, with use of a non-fitted, flat bed sheet, 1 bedsheet (likely cover sheet) 1 draw sheet, 2 under pads and a wedge positioning device. No audible, visual messages, or alerts were noted from the device prior to the event. Additionally, no specific malfunction was alleged on the device from the customer. The totalcare bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Per the device planned preventative maintenance (ppm) checklist, november 2, 2022, the device hi-low articulation was not working appropriately. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 3 pressure injury is defined as full thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. For this event, a serious injury occurred (stage 3 pi). Additionally, the device hi-low head articulation was found not to be functioning appropriately; however, it is not likely that this would have attributed to the injury as the hi-low function raises and lowers the entire device and would not cause additional pressure to the sacrum or other pressure points. This does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur.

Event description:
It was reported that a patient developed a stage 2 sacral pressure injury (pi) that progressed to a stage 3 while on the totalcare bed. The bed was located at the account. This report was filed in our complaint handling system as complaint#: (B)(4).